Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the inability to charge a battery was isolated to a shortened 16-bit cmos microcontroller u13. The root cause for the shorted u13 was unable to be positively identified. No adverse event resulted from the damaged battery charger. The patient rec'd a replacement battery charger.

Event description:
A territory manager contacted zoll customer support to report an issue with a (B)(6) male patient's battery charger. The patient was issued a replacement battery charger.